Manufacturer narrative:
Medical device: model number: 72400098, lot number: 768935008, model description: control pump fgs. Model number: 72400024, lot number: 775890005, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a puncture of the cuff and balloon, and a tear in the pump tubing. A new aus device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the patient stated the aus was not working beginning two weeks prior to surgery. "The saline didn't move well to put pressure on the cuff, so it's hard to control." The physician found the reason why the device was not working during surgery. The patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a puncture of the cuff and balloon, and a tear in the pump tubing. A new aus device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the patient stated the aus was not working beginning two weeks prior to surgery. "The saline didn't move well to put pressure on the cuff, so it's hard to control." The physician found the reason why the device was not working during surgery. The patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of material puncture was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams 800 cuff was visually inspected and functionally tested. The cuff had a leak in the shell due to wear at a corner of a fold from outside in. The ams 800 pump was visually inspected. There was no significant findings of when visually tested. The ams 800 balloon was visually inspected and leak tested. There was a leak from the balloon shell due to undetermined wear. Model number: 72400098 lot number: 768935008 model description: control pump fgs model number: 72400024 lot number: 775890005 model description: balloon fgs 61-70 cm.